Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during dwell 8/8 of their automated peritoneal dialysis therapy. Reportedly, the supply line of the homechoice set became disconnected from the supply bag for an unk reason. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per the home pt.